Manufacturer narrative:
One tapered screw-vent implant with mtx surface was returned for inspection. A visual inspection revealed minimal signs of usage around the platform. The implant had minor nicks around the threads and the collar but no evidence of any significant damage or malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) contraindications the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Osteotomy perform all bone cutting procedures with a low speed (600-850 rpm), high-torque handpiece. The single use drill can accommodate internal irrigation to reduce heat generation when drilling the osteotomy. Alternatively, external irrigation can be performed. Do all drilling with a straight, up-and-down motion in order to avoid creation of an oval-shaped site and additional stresses on the drill that could result in breakage. (Note: round (rosette) bur and thread taps do not accommodate internal irrigation). There are two lengths of drills with the same cutting diameter. The shorter drills (ending in dsn and ds) have two black bands and are used for 8mm and 10mm implants. The longer drills (ending in d and dn) have five black bands and are used for the longer implants. Note: all drills (with the exception of the 2.3mmd drill) are approximately 1.25mm longer than the indicated depth to accommodate the drill tip. Use the 2.3mmd drill to create an initial osteotomy that establishes the ultimate location and angle of the implant. Resolve questions as to proper angulation and plan with respect to the ridge, existing dentition, or additional implants prior to creation of each implant pilot hole. Place paralleling pin into the 2.3mmd osteotomy and confirm alignment. Utilize the next drill in the drilling sequence for the implant diameter being placed to create an intermediate osteotomy to the depth of the implant to be used. Continue widening the osteotomy by following the appropriate drilling sequence for the implant diameter being placed, considering bone quality prior to selection of the final drill. When additional drill length is required, a drill extension tool (de-drill extender) is available to increase the drill access length. This tool can be used with the standard latch-lock mechanism of the drills. In dense cortical bone, use bone taps to reduce insertion torque. Use the bone tap in conjunction with the gemlock® retaining square ratchet [rsr] and rotate into the osteotomy. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Additional 510(k) numbers: k011028 and k013227.

Event description:
Doctor indicated that the implant (tsvwb16) slipped into the maxillary sinus during the implant placement procedure. This lead to a delay of over one hour. The doctor provisionally covered up the wound. A follow up is being planned for 6 months to see if new implant placement is possible. Tooth location 4.